Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse + lidocaine could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from an australian nurse via a business development manager and concerns a female patient. She was injected with radiesse(+) into the jawline. A cannula was used for the injection. After the radiesse (+) injection, the patient experienced vascular occlusion (reported as vo) in facial artery at jawline. Seven days after radiesse (+) injection, the vascular occlusion was noticed. On (B)(6) 2024, the patient was treated with 2 vials of hyalase. Oral antibiotics and rectogesic cream were prescribed. There was no pain and a cap refill was good. The outcome of the event was reported as unknown.